Event description:
Primary stability not achieved, no thread tap used, immediate implantation, inadequate bone quality/quantity, preceding/simultaneous bone augmentation, bone resorption. Could not be inserted deep enough, therefore shorter implant used.